Event description:
The patient underwent an ultrasound-guided percutaneous transhepatic cholangiography drainage catheter placement procedure using a navarre universal drainage catheter. Post the procedure, on (B)(6) 2026, leakage was observed from the small hole of the sure lok tm thread. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review. The photo shows partial view of drainage catheter placed inside the product package. No visual anomalies were noted in the provided photo. Therefore, the investigation is inconclusive for the reported fluid leak issue as the provided photo was not sufficient to confirm the reported issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent an ultrasound-guided percutaneous transhepatic cholangiography drainage catheter placement procedure using a navarre universal drainage catheter. Post the procedure on (B)(6) 2026, leakage was observed from the small hole of the sure-lok tm thread. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.